Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient received an inappropriate shock due to t-wave oversensing from the right ventricular (rv) lead. The lead sensing was reprogrammed to sense from tip to rv coil which alleviated the t-wave oversensing. The lead remains in use. No further patient complications have been reported as a result of this event.